Event description:
Pt underwent a spinal surgical procedure in which adcon gel was administered. Within 6 weeks post-operatively, the pt presented with pseudomeningocele.

Event description:
This pt underwent a re-operation for treatment of a l4-l5 left hnp (limited discectomy) in which adcon gel was administered. An intraoperative dural tear was recognized and repaired during surgery. The pt suffered headaches starting on the day of surgery. A MRI was conducted and the pt was diagnosed with pseudomeningocle. The pt underwent a re-operation (i.e., open exploration) and was treated with an epidural blood patch. The pt recovered with no sequelae.